Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose. Customer blood glucose was 263 mg/dl at the time of incident and current blood glucose value was 263 mg/dl. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. Customer was treated with insulin drip. The device is not expected to be returned for analysis.